Manufacturer narrative:
Philips has investigated this complaint. According to the information collected customer was undergoing diagnosis procedure. The procedure was completed by moving the patient to another room. Review of the log files confirmed the high voltage tank malfunction. It was reported that the fluoro was not possible. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed high voltage (hv) issue. The defective part was returned to failure analysis and was not able to confirm the failure. Fse replaced the hv tank and convertor 10, conducted tube adaption and tube yield calibrations. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that fluoroscopy was not possible with the allura system. The device was inside of clinical use at the time of the reported event, no harm was reported to philips. Philips has started an investigation of this complaint.